Event description:
It was reported that pump experienced malfunction alarm showing malf 12, with no events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur, advised caller to continue using pump and to call back if issue returned, and patient planned to resume pump independently.